Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed the ipg had reached end of life. Surgery is pending.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.